Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted surgery procedure on an unknown date when it was reported, ¿at the japan society of gastroenterological surgery, a sales representative interviewed dr. (B)(6) of (B)(6) hospital. Dr. (B)(6) said that he had received consultations from doctors at other hospitals about the high incidence of subcutaneous emphysema. No information was obtained about the name of the facility where the subcutaneous emphysema occurred. Other detailed information could not be obtained either.¿. There was no report of medical intervention or hospitalization for the patient. Conmed is not able to obtain any other information from this reporter. There was no report of malfunction for any conmed device. This report is being raised due to the reported injury of patient developed subcutaneous emphysema.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted surgery procedure on an unknown date when it was reported, ¿at the japan society of gastroenterological surgery, a sales representative interviewed dr. (Name) of (name) hospital. Dr. (Name) said that he had received consultations from doctors at other hospitals about the high incidence of subcutaneous emphysema. No information was obtained about the name of the facility where the subcutaneous emphysema occurred. Other detailed information could not be obtained either.¿. There was no report of medical intervention or hospitalization for the patient. Conmed is not able to obtain any other information from this reporter. There was no report of malfunction for any conmed device. This report is being raised due to the reported injury of patient developed subcutaneous emphysema.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. Device history record (DHR) review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.